Event description:
It was reported that the patient had a urinary tract infection (uti) and was administered with antibiotics. It was unknown if infection was device related. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient had a urinary tract infection (uti) and was administered with antibiotics. It was unknown if infection was device related. No further information could be obtained despite good faith efforts. Additional information was received that the urinary tract infection was not device related per physician. The patient was initially scheduled for implantable pulse generator (ipg) revision due to frequent and extended charging and was unable to proceed due to the infection that occurred prior.